Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead helix was failing to extend. The lead was not used. The physician continued with second lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. X-ray inspection found over-torque of the inner coil consistent with procedural damage. Visual inspection found the helix to be partially extended and clogged with blood. The cause of the reported event was isolated to the helix being clogged with blood and over-torque of the inner coil.

Event description:
New information noted that the right ventricle (rv) lead helix was failing to extend. The rv lead was not used.